Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 03-oct-2025. Following j&j medtech procedures, a visual inspection and irrigation, temperature and impedance test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between the pebax and the electrode section. Device was connected to the generator and no temperature was displayed on screen due to an open circuit at tip area. An irrigation test was performed and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax is unrelated to the temperature sensor issue reported by the customer. The root cause of the pebax damage is traced to the manufacturing process. The temperature sensor issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax and a separation between the pebax and the electrode section¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿temperature sensor error¿ issue. Biosense webster inc. Analysis finding of the ¿open circuit at tip area¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. During the procedure, they had a temperature sensor error on the qdot micro catheter. First, they replaced the cable, but the issue was still there. After that, they replaced the catheter and that solved the issue. There was no consequences for the patient. Additional information was received. During the procedure, a temperature sensor error was displayed. However, the ablation was performed at 40w, and no cut-off values were exceeded. The system stopped working due to the error, not because of an actual temperature cut-off. The exact displayed temperature could not be recalled, but clinically there were no adverse effects related to overheating. The ablation mode and thresholds were ngen generator power: 40w, temperature: 50°c, irrigation: standard 15 ml/min ¿ value not recalled. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-oct-2025 observed reddish brown material inside the pebax and a separation between the pebax and the electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 27-oct-2025 and have assessed this returned condition as reportable.